Manufacturer narrative:
H10: additional information based on the device analysis and reported information, we were unable to determined the cause of the stent broken at proximal section. Per the sem analysis report, features observed indicate tool snipping failures. Follow up were sent to see if the physician cut the distal section of the stent to remove the fibrous material on the solitaire. However, no additional information was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The solitaire stent received and found that the stent was found to be separated at the distal working length along with the finger markers missing from the stent. This condition was not reported during the time of the event. The medtronic catheter and solitaire platinum revascularization device were returned for analysis. No bends or kinks were found with the solitaire platinum pushwire. No damages were found with the solitaire platinum marker coil. The glue domes of the solitaire platinum stent proximal marker were found broken. The stent was found to be separated at the distal working length along with the finger markers missing from the stent. In addition, the non-working length strut was found broken. No other anomalies were observed. Investigation of the device is still going on. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that resistance was felt when the solitaire was advanced in the proximal section of the marksman catheter. The devices were prepared and used per the instructions for use (IFU). The catheter was flushed as per the instructions for use. No patient injury occurred. Evaluation of the returned device found that the stent was found to be separated at the distal working length along with the finger markers missing from the stent.